Manufacturer narrative:
The novaflex+ delivery system was not returned to edwards lifesciences for evaluation and images were not provided of the events. A DHR review was performed on the most relevant work orders for the failure mode reported in this complaint. The work orders did not reveal any manufacturing related issues that could have contributed to this complaint. A review of the complaint history revealed that the occurrence rate for ¿delivery system ¿ withdrawal difficulty ¿ valve through sheath¿ did not exceed the may 2017 control limits for the applicable trend category. No IFU/training deficiencies were identified. During novaflex+ delivery system manufacturing, 100% final inspection is performed for the visual, dimensional, and functional inspections. Additionally, manufacturing lots undergo product verification testing under a sampling plan before final release. During product verification testing system retrieval force was measured on a sampling plan. All samples tested met statistical acceptance criteria. It is unlikely a manufacturing non-conformance contributed to the complaint. Due to the device and/or applicable photographs/video not being returned, the complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve through sheath¿ was unable to be confirmed. Procedural factors (withdrawing angle) and/or patient factors (vessel tortuosity) can both contribute to non-coaxial system withdrawal. Non-coaxial alignment during retrieval can cause resistance retrieving the delivery system/valve through sheath. It was reported that the patient had moderate calcification in the descending thoracic aorta and abdominal aorta. The presence of calcification may interact with the valve, create resistance, and prevent the valve from getting back into the sheath. Additionally, the complaint descriptions mentions that the operator lost wire position while the valve was in the descending aorta. It is not clear from the information provided whether the guidewire was completely out of the distal end of delivery system. Attempting to retrieve the delivery system without the guidewire extended beyond the distal end of delivery system can result in kinking the guidewire/delivery system and lead to withdrawal difficulty. A definitive root cause could not be determined at this time, but based on given information, patient and/or procedural factors may have contributed to the reported event. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. No IFU/training inadequacies have been identified. No corrective or preventive actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, a 20mm sapien xt valve was planned to be implanted in a 19mm perimount valve. During the implant of the sapien xt valve by tf approach in the aortic position the second operator lost wire position while the valve was in the descending aorta and the valve was unable to be brought back into the sheath so the decision was made to deploy it in the descending aorta and stent it open and securely in place using a palmaz stent on cristal balloon. A second 20mm sapien xt valve was prepared, passed through the same sheath and deployed successfully with no pvl. Patient is stable.